Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarm while connected to the mpu was confirmed via log file analysis. The heartmate mobile power unit (serial #: (B)(6) was not returned for analysis; however, log files were submitted for review containing overlapping events spanning approximately 65 days (B)(6) 2021 per timestamp). A no external power alarm was captured on (B)(6) 2021 at 07:15:05 due to loss of power to the mpu. The backup battery provided power during this event and the alarm cleared when ac power was restored. The system otherwise appeared to be operating as intended, and there were no other notable alarms active in the log file. Provided information indicated that the mpu had a v-lock connector and that the cord did not come loose from the unit or the wall. There were also no environmental issues, like loss of power to the home, reported that would have resulted in the alarm. The root cause of the reported alarm was unable to be determined. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was seen in the clinic and was found to have several low speed advisory alarms on (B)(6) 2021 and additional speed drops on (B)(6) 2021. The patient did not remember what they were doing at the time of the advisories. Log file review captured low speed advisories while attached to the mpu (mobile power unit). The lowest speed recorded was 6790 rotations per minute (rpm). There were also some high power readings throughout the log file which appeared to be something passing through the pump. Log file review also captured a brief no external power event on (B)(6) 2021 due to power to the mpu being briefly interrupted. Related pump MFR#: 2916596-2021-06307.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.